Event description:
It was reported by service report that the head end of the bed gets stuck going up or down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lift assembly.